Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they had an infection at the insertion site. Customer declined troubleshooting and was contacting their healthcare professional for guidance. Advised customer to monitor device and contact if issue persists. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.